Event description:
We have identified 4 consecutive pts over the past several months who had unusual and clinically significant, migration of radioactive seeds that had been permanently implanted within the prostate. At least 2 of these pts will require a repeat trip to the operating room for re-implantation to fill in under-dosed regions. Meanwhile, the risk: benefit ratio of retrieving the migrated seeds does not warrant any additional surgical procedures for extraction. Upon product review, it is believed the rigidity of this newly developed seed train, as well as smooth outer coating, likely contributed to the migration, which otherwise rarely ever occurs to the degree observed. Summary of action items taken to date: discontinued use of the migrating seed product, formally known as therasleeve. Close monitoring of all pts implanted with this product since (B)(6) 2012, with intent to re-implant any pts who may have been undertreated due to migration. A normal eval of all pts implanted with this product is underway, estimated to be between (B)(4) pts. (B)(6) has been informed. This email report to pt safety and risk management with an intent to formally file these events with the FDA. Current preparation of a report to the (B)(6). Report of medical event to (B)(6) - below are details of the 4 consecutive cases identified to date with clinically relevant seed migration. Pt #3 -(B)(6) - implant date: (B)(6) 2012, d90 = 91.0%, qa scan date: (B)(6) 2012, d90 = 82.1%. Findings: high quality implant confirmed by CT scan after implant. However, at 6 weeks the single seed train migrated more than 5 cm after inferiorly and is juxtaposed to the obturator internus muscle in the lower pelvis. Dose coverage of the prostate remains clinically acceptable, and risk: benefit ratio of extracting the migrated 3 seeds not favorable. Action: pt to be notified, but no need for re-implant or attempt to extract migrated seeds at this time. Also see: (B)(4).